Event description:
Teleflex medical customer service reported an end-user alleges, the staplers are blocked. It was not reported if there was any patient injury or medical intervention necessary. No additional information was available.

Manufacturer narrative:
All indicate that the device has not been returned for evaluation. No results are available at this time. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.